Event description:
Per maude event report rec'd on (B)(6) 2013, pt had hernia mesh failure and complications. Diagnosis or reason for use: hernia repair.

Manufacturer narrative:
The pt was contacted the on (B)(6) 2013, to obtain add'l info on the reported event. Requested that the pt provide physician contact info and/or any records that he may have in order to assist with the investigation. Atrium was told by the pt that he was not willing to provide any add'l info at this time. A device history record review was performed and found to have met all specifications w/o any deviations. Atrium shall provide a f/u report if add'l info comes to its attention.